Event description:
Abbott point of care was contacted in 2006, by a customer who stated that for one particular pt, a perfusionist questioned the hematocrit results that were resulted from the I stat system. @ 9:20 am, the hematocrit result was 20 %pcv. @ 9:47 am, the hematocrit result was 34 %pcv, and @ 10:19, am the hematocrit result was 74 %pcv. It is not know if the pt was receiving blood products during the procedure.